Event description:
It was reported an issue with monoplus suture. The customer reported that the needle was found detached from thread. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. For analysis, we have received 17 closed samples and 4 opened from the customer. The 4 open units received are unused and have the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results are: 0.69 kgf in average and 0.04 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, considering the defective samples received and that there are previous confirmed complaints for this code-batch and regarding the same issue, we consider this case as confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account the open samples received and that there are previous confirmed complaints, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.